Event description:
Related manufacture reference number: 2017865-2024-01356. Related manufacture reference number: 2017865-2024-01358. It was reported that the patient presented at the emergency room, symptomatic of dizziness. Chest x-ray noted the atrial lead and right ventricular lead were dislodged and pulled back and the pacemaker appeared to be flipped in the pocket. Failure to capture was noted on both leads. The right ventricular lead and atrial lead were explanted and replaced on (B)(6) 2024 while the pacemaker remain in use. During the procedure, it was noted that the header of the pacemaker was detached. The header of pacemaker was sutured in place during the revision procedure. The patient was in stable condition.

Event description:
It was reported that the patient presented at the emergency room, symptomatic of dizziness. Chest x-ray noted the atrial lead and right ventricular lead were dislodged and pulled back and the pacemaker appeared to be flipped in the pocket. Failure to capture was noted on both leads. The right ventricular lead and atrial lead were explanted and replaced on (B)(6) 2024 while the pacemaker remain in use. The header of pacemaker was sutured in place during the revision procedure. The patient was in stable condition.